Event description:
An impella 2.5 left ventricular device catheter pump was inserted through a hemashield graft, sewed to the right axillary artery. The placement sensor signal failed to work. The use of echo verification of catheter position was required. Approximately five (5) days later, this catheter was removed and replaced with bivad pump due to the patient's hemodynamic status.facility has asked the manufacturer to share with us information relating to their inspection of the device.